Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic, post-paced t-wave oversensing was observed on the right ventricular channel of the implantable cardioverter defibrillator. It was noted that the patient did not receive therapy during the oversensing. Programming modifications were performed. Performing an induction test was discussed. The patient¿s condition was stable.

Event description:
New information received notes that ten episodes of non-sustained right ventricular oversensing due to post-paced t-wave oversensing were observed on the device. It was noted that loss of capture on either the right atrial, right ventricular, or left ventricular lead was suspected to have contributed to the issue. It was also noted that the issue could be reproduced during left ventricular lead threshold testing. Programming modifications were performed. No further information was reported.